Event description:
It was reported that an ilet pump did not infuse insulin during supply change, with no drops observed during fill tubing and no alerts displayed, and a dry run showed the cartridge could be fully inserted without rewinding, indicating the motor did not move. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.